Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered certain® implant 4 x 10mm (xifnt410) was returned for investigation attached to a healing abutment. Visual inspection of the returned product identified debris about the implant threads and wear about the collar and drive feature. The returned product matched print specifications where measured against production drawing. The patient was reported to have a history of smoking, which could contribute to the medical events. The reported product was located on tooth # 30 and used for approximately 1.5 years. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported patient peri-implantitis. The reported complaint of infection and bone loss could not be verified with the information provided. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient had infection and bone loss. The implant was subsequently removed.